Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a routine device changeout procedure, high impedance was observed on the left ventricular lead. The patient was asymptomatic. Device reprogramming was performed.